Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display or battery alarms were noted. No damage was noted to the isolation tape. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling when trying to program a temporary basal. Customer took the battery out and put battery back in and the buttons would not respond. Customer took the battery out again and received a failed battery test. Blood glucose value is 4.2 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.